Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decision. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (device did not function as expected) and product code (B) (4).

Event description:
Device did not function as expected. When the surgeon tried to use the pin to rod coupling, it did not work. (The square screw head was hard to turn, however it was a brand new product). The procedure was completed with another one.